Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 45 mg/dl. Customer received change sensor and sensor updating alert and got a low blood glucose of 38 mg/dl, 48 mg/dl and 45 mg/dl and this morning blood glucose was 300 mg/dl. Customer did not receive a change sensor alert after a calibration not accepted. Customer declined troubleshooting for high blood glucose low blood glucose. The sensor will be and insulin pump will not be returned for analysis.